Event description:
It was reported that, in a home setting, a bedside spo2 monitor was used with a third-party pediatric sensor and the user was unable to obtain an spo2 reading, experienced continuous dropout or intermittent loss of the spo2 reading and observed a low spo2 reading reported as a reading issue. No patient symptoms or complications were reported as being associated with this event. FDA code: 2460. Description: low readings. FDA code: 2199. Description: no consequences or impact to patient description: inaccurate parameter value. FDA code: 4582. Description: no clinical signs, symptoms or conditions FDA code: 2199. Description: no health consequences or impact. Low readings - spo2 and pulse rate. 1. Does the complaint meet the definition of an incident? Answer: yes, proceed to #2. 2. Causal relationship between incident and device or causal relationship reasonably possible? (Product considered contributory cause?) Answer: yes, proceed to #3. 3. Directly or indirectly led, might have led or might lead to death of a patient, user or other person; temporary or permanent serious deterioration of patient's, user's or other person's state of health? Answer: yes, proceed to #4. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".